Event description:
A malfunction alarm was reported during pumping, and the customer was unable to successfully reload a cartridge, causing the cartridge alarm to recur despite assistance from technical support. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl. Technical support decided to replace the pump, which was still under warranty. The customer planned to use multiple daily injections as backup therapy and was informed on how to put the pump into storage mode and return it using a pre-paid label.